Manufacturer narrative:
B5: updated.

Event description:
Flxibility study: it was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on (B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus. It was further reported that on (B)(6) 2021 tee core lab revealed the thrombus had a maximum area of 0.4cm2. Tee core lab dated (B)(6) 2021 also revealed laminar non-mobile thrombus on the atrial facing surface of the watchman device with maximum area of 0.4 cm2 and no evidence of pericardial effusion and atrial septal shunt. At the time of reporting, the event was considered to be resolving. It was further reported that on (B)(6) 2021, the patient presented for scheduled additional follow-up and tee revealed slight residues from the thrombotic deposit measuring approximately 6 x 2 mm, on the lateral part of the occluder. However, the thrombotic deposit on the device had significantly decreased in size, and no pericardial effusion was noted. Mild aortic valve sclerosis with mild to moderate aortic valve insufficiency, vena contracta of 3 mm size was noted along with mild tricuspid, pulmonary valve insufficiency, bi-atrial dilation and mild aortic atheromatosis. Good lvef was visually noted. As small residues were still noted it was recommended the patient continue eliquis for another two months and another follow-up tee has been planned during that time. On (B)(6) 2021, tee revealed a complete seal, evidence of laminar non-mobile device thrombus on the atrial facing surface of the watchman flx device with maximum area of 1 cm2 and no evidence of pericardial effusion and atrial septal shunt. It was further reported that during the first follow-up on (B)(6) 2020 thrombus was not evaluated. On (B)(6) 2021, tee showed a complete seal and no atrial septal shunt. On (B)(6) 2021, dabigatran (110 mg) was discontinued and apixaban (2.5 mg) was initiated on the same day. On (B)(6) 2021, apixaban (2.5 mg) was paused and restarted on (B)(6) 2021.

Event description:
Flxibility study. It was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on (B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus.

Event description:
Flxibility study. It was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on (B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus. It was further reported that on (B)(6) 2021 tee core lab revealed the thrombus had a maximum area of 0.4cm2. Tee core lab dated (B)(6) 2021 also revealed laminar non-mobile thrombus on the atrial facing surface of the watchman device with maximum area of 0.4 cm2 and no evidence of pericardial effusion and atrial septal shunt. At the time of reporting, the event was considered to be resolving. It was further reported that on (B)(6) 2021, the patient presented for scheduled additional follow-up and tee revealed slight residues from the thrombotic deposit measuring approximately 6 x 2 mm, on the lateral part of the occluder. However, the thrombotic deposit on the device had significantly decreased in size, and no pericardial effusion was noted. Mild aortic valve sclerosis with mild to moderate aortic valve insufficiency, vena contracta of 3 mm size was noted along with mild tricuspid, pulmonary valve insufficiency, bi-atrial dilation and mild aortic atheromatosis. Good lvef was visually noted. As small residues were still noted it was recommended the patient continue eliquis for another two months and another follow-up tee has been planned during that time. On (B)(6) 2021, tee revealed a complete seal, evidence of laminar non-mobile device thrombus on the atrial facing surface of the watchman flx device with maximum area of 1 cm2 and no evidence of pericardial effusion and atrial septal shunt.

Manufacturer narrative:
B5: updated.

Event description:
Flexibility study it was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated 31aug2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on (B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus. It was further reported that on (B)(6) 2021 tee core lab revealed the thrombus had a maximum area of 0.4cm2. Tee core lab dated (B)(6) 2021 also revealed laminar non-mobile thrombus on the atrial facing surface of the watchman device with maximum area of 0.4 cm2 and no evidence of pericardial effusion and atrial septal shunt. At the time of reporting, the event was considered to be resolving.

Event description:
Flxibility study it was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on (B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus. It was further reported that on (B)(6) 2021 tee core lab revealed the thrombus had a maximum area of 0.4cm2. Tee core lab dated (B)(6) 2021 also revealed laminar non-mobile thrombus on the atrial facing surface of the watchman device with maximum area of 0.4 cm2 and no evidence of pericardial effusion and atrial septal shunt. At the time of reporting, the event was considered to be resolving. It was further reported that on (B)(6) 2021, the patient presented for scheduled additional follow-up and tee revealed slight residues from the thrombotic deposit measuring approximately 6 x 2 mm, on the lateral part of the occluder. However, the thrombotic deposit on the device had significantly decreased in size, and no pericardial effusion was noted. Mild aortic valve sclerosis with mild to moderate aortic valve insufficiency, vena contracta of 3 mm size was noted along with mild tricuspid, pulmonary valve insufficiency, bi-atrial dilation and mild aortic atheromatosis. Good lvef was visually noted. As small residues were still noted it was recommended the patient continue eliquis for another two months and another follow-up tee has been planned during that time. On (B)(6) 2021, tee revealed a complete seal, evidence of laminar non-mobile device thrombus on the atrial facing surface of the watchman flx device with maximum area of 1 cm2 and no evidence of pericardial effusion and atrial septal shunt. It was further reported that during the first follow-up on (B)(6) 2020 thrombus was not evaluated. On (B)(6) 2021, tee showed a complete seal and no atrial septal shunt. On (B)(6) 2021, dabigatran (110 mg) was discontinued and apixaban (2.5 mg) was initiated on the same day. On (B)(6) 2021, apixaban (2.5 mg) was paused and restarted on (B)(6) 2021. It was further reported that on (B)(6) 2021, the patient presented for scheduled annual follow-up and tee revealed a complete seal with no evidence of thrombus. The event was considered to be resolved.

Manufacturer narrative:
B5: updated.

Event description:
Flxibility study. It was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving. It was further reported that per source, a tee revealed an atrial auricle occluder in regular position with projection onto the atrial auricle entry, an ovular, hypoechoic thrombotic [deposit] was noted on the lateral part of the occluder without freely floating components, approximately 10 x 6mm in size. It was also noted that minimal aortic valve sclerosis with mild to moderate grade aortic valve regurgitation, mild to moderate grade mitral valve regurgitation, mild grade tricuspid and pulmonary valve regurgitation, biatrial dilatation, visually good lvef and minimal aortic atheromatosis. However, no evidence of pericardial effusion. On (B)(6) 2021, dabigatran was paused and on(B)(6) 2021, dabigatran (110g) was re-started in response to device thrombus. It was further reported that on (B)(6) 2021 tee core lab revealed the thrombus had a maximum area of 0.4cm2. Tee core lab dated (B)(6) 2021 also revealed laminar non-mobile thrombus on the atrial facing surface of the watchman device with maximum area of 0.4 cm2 and no evidence of pericardial effusion and atrial septal shunt. At the time of reporting, the event was considered to be resolving. It was further reported that on (B)(6) 2021, the patient presented for scheduled additional follow-up and tee revealed slight residues from the thrombotic deposit measuring approximately 6 x 2 mm, on the lateral part of the occluder. However, the thrombotic deposit on the device had significantly decreased in size, and no pericardial effusion was noted. Mild aortic valve sclerosis with mild to moderate aortic valve insufficiency, vena contracta of 3 mm size was noted along with mild tricuspid, pulmonary valve insufficiency, bi-atrial dilation and mild aortic atheromatosis. Good lvef was visually noted. As small residues were still noted it was recommended the patient continue eliquis for another two months and another follow-up tee has been planned during that time. On (B)(6) 2021, tee revealed a complete seal, evidence of laminar non-mobile device thrombus on the atrial facing surface of the watchman flx device with maximum area of 1 cm2 and no evidence of pericardial effusion and atrial septal shunt. It was further reported that during the first follow-up on (B)(6) 2020 thrombus was not evaluated. On (B)(6) 2021, tee showed a complete seal and no atrial septal shunt. On (B)(6) 2021, dabigatran (110 mg) was discontinued and apixaban (2.5 mg) was initiated on the same day. On (B)(6) 2021, apixaban (2.5 mg) was paused and restarted on (B)(6) 2021. It was further reported that on (B)(6) 2021, the patient presented for scheduled annual follow-up and tee revealed a complete seal with no evidence of thrombus. The event was considered to be resolved. It was further reported that on the additional follow up on (B)(6) 2021, core lab tee revealed pedunculated mobile thrombus on the atrial facing surface of the closure device with a maximum area of 0.07 cm2. It was also further reported that on (B)(6) 2021, the core lab tee revealed the thrombus had a maximum area of 0.433 cm2 to be exact.

Manufacturer narrative:
B5: updated.

Event description:
(B)(6) study. It was reported that thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, 450mg clopidogrel and 500mg aspirin were administrated. A 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.2 mm. On (B)(6) 2020, the patient was discharged on 75mg clopidogrel and 100mg aspirin. Post-implant transesophageal echo (tee) and protocol required first follow-up tee dated (B)(6) 2020 revealed a complete laa seal and no evidence of thrombus on the atrial facing surface of the watchman flx device. Clopidogrel was stopped on (B)(6) 2020 due to normal post implant management. On (B)(6) 2021, 211 days post procedure, the patient presented for the protocol required second additional follow-up and tee revealed a complete laa seal and evidence of a non-mobile, laminar device thrombus on the left atrial facing surface of the watchman flx device with a maximum area of 6cm squared. At the time of the event, the patient was on aspirin. The same day, aspirin was stopped and dabigatran was initiated. At the time of reporting, the event was considered to be resolving.